Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of elective sterilization. Following procedure was performed: laproscopic sterilization with clips. (B)(6) 2008, the patient presented in the facility for anterior approach lumbar fusion. Preoperative diagnosis are: 1) herniated disk l5-s1 left. 2) degenerative disk l5-s1. She underwent following procedures: t-lift l5-s1 with peak graft, autologous graft and bmp. The patient was suffering with nerve root compression, severe back pain radiation to left hip and knee. Per op notes"... The annulus between l5-s1 was incised with l5 blade. Degenerative disk material was removed at this level. The disk space was curetted. An additional amount of disk material was removed. Using various shavers and sizers, the disk space was empty. 10 mm peak graft was used. The center portion of the graft was filled with autologous bone graft and bmp. The graft was placed gently tapped to fit the interspace. The graft was countersunk." (B)(6) 2008, the patient presented with following preoperative diagnosis: 1. Status post lumbar fusion, l5-s1. 2. Retropulsion of bone graft, l5-s1. Following operation was performed: removal of interbody bone graft, l5-s1. Per op notes&#56238; the l5-s1 disk space was inspected. The graft was slightly protruding into the spinal canal. At this point, surgeon felt that it should be removed. Hemostasis was obtained. The patient had autologous graft and bmp from previous surgery. "